Event description:
Customer reported that he was hospitalized twice due to low blood glucose. The blood glucose reading was 22 mg/dl the first time and 42 mg/dl the second time. Customer stated that the cause of the low blood glucose may be because he was doing exercise. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.